Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately atrioventricular branch. A 2.25x38mm synergy¿ drug-eluting stent was advanced, however, device was unable to cross the lesion. The device was re-advanced with a support of a non-bsc guide extension catheter but still failed to cross. The device was removed from the patient's body and it was noticed that the edge of the stent struts got lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.